Event description:
Falsely elevated prothrombin time inr (pt-inr) results were obtained on patient samples. The patient results were reported to the physicians who questioned the results. An error in the settings for the isi factor and nmpt value was noted for the ptx (prothrombin time extended) after investigation by the laboratory. Repeat determinations show that lower results would be reported with the correct isi and nmpt factor settings. It is unknown if patient treatment was altered or prescribed on the basis of the falsely elevated pt-inr results. There is no report of adverse outcome to patients as a result of the falsely elevated pt-inr results.

Manufacturer narrative:
The cause of the discrepant falsely elevated pt inr results is user error. The account did not properly make inputs of the correct lot specific isi and nmpt values for the dade innovin lot in use for the ptx method (prothrombin time extended) as they had for the standard pt mode when implementing use of a new lot of innovin reagent. The error would only have impact on patients with initial pt results greater than 65 seconds. The siemens healthcare diagnostics customer care center- technical application specialist assisted the account in correctly inputing the lot specific isi value and nmpt for the ptx mode parameters. They reinforced the need of inputing lot specific isi and nmpt values with each innovin reagent lot number change for the ptx mode along with the standard pt mode. The instrument is performing within specifications. No further evaluation of the device is required.